Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump battery had failed and the pump was unable to operate unless it was plugged into an a/c adapter. The pump log showed no instances of low battery alarm. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was shutting off and that it did not alarm prior to shutting down. Mmd did follow up with the initial reporter who stated that that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4)